Event description:
Patient reported the infusion set tubing is detached; disconnected from the connector. Patient stated the concern has occurred with 3 catheters from the same batch. No further information is available. No physiological effects were reported. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).